Event description:
The reporter claimed the animas insulin pump did not detect the cartridge during the load step. According to the reporter, the pump recognized that the cartridge had 198 units of insulin when there were only 95 units in the cartridge. The issue was not resolved with troubleshooting. There was no reported patient impact associated with this complaint. This complaint is being reported as a malfunction due to the issue with cartridge detection.

Manufacturer narrative:
Follow-up #1 date of submission (B)(4) 2012. Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: there was no activity related to the complaint observed in the black box or download history. The rewind, prime and load steps were successfully performed on the pump with no alarms. The force sensor was found to be within calibration and no damage was found to the force sensor circuit. There were no issues found with loading the cartridge in the pump.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. After the evaluation is completed, a supplemental report will be filled. No conclusions can be drawn at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.